Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement/no medical intervention, has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the stent dislodged onto the scrub table prior to use and the stent deliver system (sds) was not used. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation- product performance engineering reviewed the incident information; however, the sds was not returned to abbott vascular for analysis. Based on past incident, stent dislodgement can be the result of improper or inadequate crimping at the time of manufacture, positive pressure during prep, forced sheath removal, or stent being loose during transportation or storage. In this instance, the sds was not returned which may have been helpful in determining which of the potential causes was the root cause. In addition, all stent delivery systems are visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters.